Event description:
Customer reported unexpected negative results on galileo (2 cell screen assay) on a known patient sample containing anti-e. Customer later ran the ab-ID assay to clarify the problem; the results were positive. Customer then repeated the 2 cell screen assay on the same sample the next day; the results were positive on cell #2.

Manufacturer narrative:
The instrument images were reviewed and the negative reactions were confirmed. The customer indicated they do not keep a log of when the stir ball was added or when the indicator cells were added. They could not verify if the sample was hemolyzed. Customer was told that it is very crucial to galileo operation to keep track of the addition of indicator cells and keep them refrigerated when not in use, and to check for hemolysis. Customer stated that they would change their sop.